Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ activation, positioning or separation problem: not observed. ¿ crease/folding of implant: observed crease fold. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported folds, ripples, rotation and stage 3 shell for right side confirmed via us and MRI. Device was explanted and replaced with non abbvie.

Event description:
Healthcare professional reported folds, ripples, rotation and stage 3 shell for right side confirmed via us and MRI. Device was explanted and replaced with non abbvie.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.